Event description:
It was reported that a patient had an initial hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2014, due to pain. It was noted during the revision procedure the acetabular cup was in a vertical position.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." Product is being returned to manufacturer, but has not yet been received. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. The acetabular cup remains implanted and was not revised as previously reported. Corrected data: date of event ¿ blank ¿ not revised - remains implanted. Date of explant ¿ blank ¿ not revised - remains implanted. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-03495 /-07436).